Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received blank screen display after attempting to enter blood glucose into insulin pump. Customer's blood glucose was 107 mg/dl. Customer reported that insulin pump had not been dropped. After customer removed battery to check inside, customer noticed a crack on the inside of insulin pump.